Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an invalid transmitter code message. Data was provided for investigation. The transmitter in use at the time was serial number (B)(6) and there is no evidence of the patient trying to pair a new transmitter. There are no fatal or transmitter errors found in the data and no data suggesting that the patient received invalid transmitter codes messages. The allegation was not confirmed. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The patient experienced invalid transmitter serial number on the app and t- slim pump. The patient went to sleep, knowing that they were not receiving cgm readings. While sleeping, the patient experienced collapse and loss of consciousness. The bg was 58 mg/dl. The spouse treated the patient with sugar, juice and an epipen and the patient recovered after treatment. At the time of the report, the patient was stable. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received an invalid transmitter code message occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and invalid transmitter code message error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.